Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 800 mg/dl at the time of the incident. The customer's blood glucose was over 900 mg/dl at the time of hospitalization. The customer's blood glucose was 334 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they felt like had a fever and vomiting. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer stated that they saw a large air bubble in the tubing and they found that the cannula was bent. The insulin pump will not be returned for analysis.